Event description:
In 2003, the pt was admitted to the hosp for shortness of breath and chest pain. Cardiac catheterization demonstrated occlusion at the connector site and pt underwent reoperation the following day. The info indicated the operative report stated "early" occlusion of the saphenous vein grafts and fibrous ingrowth "obliterating" the lumen. The pathology report noted "center portion of the metallic fragment is closed by gray-white fibrous tissue" along with "organizing intraluminal thrombus with hemosiderin deposition".